Event description:
It was reported that the right atrial lead capture thresholds gradually increased from 1.5 v, 0.4 ms to 5.5 v, 0.4 ms in the bipolar configuration. The patient's pulse generator was programmed to 7.5 v, 0.4 ms and a patient follow-up was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.